Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The day after diagnosis, the patient was treated with intaperitoneal injection of vanlid (1 gm, stat) and intravenous injection of tazopip (4.5 gm twice a day). It was reported the patient was ¿recovering slowly¿. Three days after the peritonitis onset, the patient experienced sudden cardiac arrest while at home. The patient was being transported to the hospital and passed away during transport. The cause of death was due to cardiac arrest. It was reported an autopsy was not performed. Dianeal, extraneal and antibiotic therapies were ongoing at the time of death. No additional information is available.